Event description:
It was reported to covidien that the display was missing almost all of the segments. No pt involvement.

Manufacturer narrative:
The customer's complaints was verified. Isolated to the ui board. The ui board was replaced. (B)(4).